Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with complaints of thoracic cavity discomfort. Upon interrogation, high capture threshold and low sensing was observed on the right atrial (ra) lead. An x-ray was performed and the ra lead appeared to be broken into two separate pieces. The ra lead was deactivated to resolve the event and a lead replacement is anticipated to be performed when the device reaches normal elective replacement indicator (eri) level. The patient was in stable condition.